Event description:
The customer obtained an erroneously elevated accutni result within the risk stratification range for one patient's sample. The sample was repeated and recovered lower results within the normal reference range. On (B)(6) 2011, the customer was advised and confirmed they would not run patients' samples on this system until the fse could be onsite (B)(6) 2011. However, they still continued to run and report results. User error is the root cause for this event.

Manufacturer narrative:
Beckman coulter unique identifier is (B)(4).